Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and other chronic intractable pain of the trunk/limbs. It was reported that for about six months the patient's pump had been alarming and the hcp believed that it was not working. The caller stated that she was with the patient while it was alarming but that she did not have a programmer to troubleshoot. It was reported that the for an unknown amount of time the patient has had back pain. It was noted that the patient planned to follow up with their managing hcp to have the pump explanted. No further complications have been reported as a result of this event.